Event description:
It was reported that the patient experienced episodes of ventricular tachycardia/multi-focal vt, was externally defibrillated, hospitalized and intubated. Review of egms show the patient was in vt/vf with episodes of non-sustained rv oversensing due to intermittent undersensing on the far field channel, and intermittent undersensing on the v sense amp channel which led to sinus redetection before hv therapy could be delivered. Two additional episodes show hv therapy was delivered successfully converting the rhythm. Device was reprogrammed and the patient remained hospitalized until she expired. The patient had a history of heart problems and did not want a heart transplant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.